Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket already had medications, but none were showing. The technical support specialist (tss) dialed into the station and found failed hardware icon was showing. When the customer tried to access it, but the option was greyed out. A failed hardware icon was visible, so the customer was guided by tss to recover storage space configuration. The issue was then fixed. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pockets had medications already, but it was showing no medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.